Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/1/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4, h4. Additional information requested, the following was obtained: could you please confirm how many needles broke off from lot rjmmpb and how many from lot rbmczk? 3 from each lot. Was the procedure completed successfully? How? Used different suture were there any patient consequences? Took longer to complete surgery and close patient. Are any samples available for evaluation? Please provide facility contact person¿s name, mailing address and telephone. A shipper kit will be sent to help return the product to us. There may be one - please advise if needed and who/where to send to. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported in 2210968-2021-13083,2210968-2021-13084, 2210968-2022-00755, 2210968-2022-00756, and 2210968-2022-00780. Product complaint # (B)(4). Date sent to the FDA: 2/1/2022. Corrected information: d4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm how many needles broke off from lot rjmmpb and how many from lot rbmczk? Was the procedure completed successfully? How were there any patient consequences? A manufacturing record evaluation was performed for the finished device lot rjmmpb, and no non-conformances were identified. Events reported in 2210968-2021-13083 and 2210968-2021-13084.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was used. During the procedure, the needle broke off of the suture. No adverse patient consequences were reported. Additional information was requested.